Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be the patient¿s history of deep vein thrombosis (dvt). The filter was implanted via the right groin and placed in an infrarenal position above the iliac bifurcation. The patient is reported to have tolerated the procedure well. More than ten and a half years after the filter implantation, the patient became aware that the filter had fractured, and that filter strut(s) had perforated the inferior vena cava (ivc) into organs. According to the patient, fractured fragments of the filter were retained within the ivc. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted when received.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient including, but not limited to: malfunction, including perforation, fracture, perforation abutting an organ, and perforation into an organ that causes injury and damage to the patient. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to history of deep vein thrombosis (dvt). During placement of the filter via the right groin, the trapease filter was advanced to the level of the ivc below the renals but above the bifurcation and deployed without difficulty. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about ten years ten months post implantation of the ivc filter the patient became aware of the alleged events and reports to have filter fracture, perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs, and perforation abutting an organ. The patient states that the fractured filter struts are retained within the ivc. The patient reported to live with the anxiety of having a filter that could fail further at any time. The patient states to be worried because their filter has fractured within their vena cava and perforated outside of it abutting adjacent organs.